Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4).this complaint for a system error 2240 was not confirmed due to the lack of a sample; therefore, the assignable cause cannot be determined. The lot information was unavailable; therefore, a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 4 of 5. Gts explained that a large amount of air had entered into the disposable. Gts stated that therapy would end automatically and that the patient should not continue with therapy using the same supplies. Gts then assisted the patient in disconnecting and removing the supplies. Gts advised the patient they could use manual supplies to continue therapy. The patient elected to end therapy and contact their dialysis nurse in the morning. Product surveillance spoke with the patient's dialysis nurse. The nurse stated the patient had called in to report the error and finished therapy manually. The patient was seen in clinic on (B)(6) 2010 and reported no abdominal pain in addition to having normal effluent. The patient was treated preventatively with antibiotics. The nurse confirmed that the patient did not have peritonitis.